Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser did not arm or display. An alternate laser system was used to complete the case following a 30 minute delay. There was no patient harm.

Manufacturer narrative:
A laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The laser core module was installed into a calibrated system for functional testing. The laser module was not able to complete the initialization sequence upon boot-up, replicating the reported event. The printed circuit board (pcb) was replaced with a known good pcb and found to boot-up without issue. Further testing of the controller pcb isolated the issue to a component. After replacing the component the laser was able to boot-up without issue. The root cause of the reported event was found to be the component. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on may 23, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming core module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is (B)(4).